Manufacturer narrative:
The subject device was returned to omsc for evaluation. Omsc checked the subject device and found that the reported phenomenon could not be duplicated. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, the endoscopic image disappeared. The user replaced the subject device to another device and completed the procedure. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc). Omsc checked the subject device and found that the endoscopic image became intermittent when the video plug was shaken due to the failure of the locking function of the video connector socket. However the endoscopic image did not disappear under normal use. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the investigation result, omsc surmised that the reported phenomenon was attributed to the contact failure of the video connector socket due to the corrosion/damage and/or the malfunction of the electrical circuit board by the repeatedly long-term use because more than twelve years had passed since the subject device had been manufactured and more than six years had passed since the subject device had been repaired.